Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the console and the system in inoperable and a system notice was received indicating that there is a problem with the system. The console was rebooted without resolution. The console was subsequently replaced. The outcome of this case is unknown. After the case, the coaxial port and blood bottle were inspected and no blood was seen. However, another inspection was later carried out and dried blood was found in the blood bottle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.